Event description:
I had an anterior lumbar interbody fusion l5 - s1 with insertion of synthetic interbody cages medtronic for degenerative disk disease on (B)(6) 2010. I have suffered from increased back and leg pain since the surgery requiring increased doses of pain medication.